Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a (B)(6) patient had a choking episode on (B)(6) 2017 and was turning blue as witnessed by the mother, before the alarm occurred at the monitor. The patient turned blue and required supplemental oxygen in order to recover. This will be classified as a serious injury though no other harm was reported to have occurred.

Manufacturer narrative:
The issue is not consistent with a malfunction of the product. The customer reported that a (B)(6) patient had a choking episode on (B)(6) 2017 and was turning blue as witnessed by the mother, before the alarm occurred at the monitor. The incident occurred between 7:45 and 8:00 am in the picu in room 910-2. Information gathered from the philips clinical specialist from a remote review of the audit logs and bedside data found an **spo2 80<93 alarm was provided at 7:47:26 which escalated to a red ***desat alarm at 7:47:41 which was silenced within 5 seconds. Product labeling adequately describes that alarm delays can occur based on the configured alarm trigger times before the alarm condition is met. The customer did not provide configuration related data in order to determine the specific alarm delays for this monitor.